Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).

Event description:
The customer noticed a small amount of clear liquid coming from under the beckman coulter access 2 system. The customer was unable to determine the source of the leak and service was requested. The leaking liquid can potentially contain not only wash buffer but patient sample waste, qc material and other substances that are considered a biohazard and/or chemical in nature. No harm or injury was reported by the user. Service details are unavailable at this time; however the customer states the issue has been resolved. No definitive root cause has been determined for this event.